Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that the mobile view station (mvs) will not power on due to blown f11 & f12 fuses on mvs board. Loose wall outlets caused an alternating current. The fuses were replaced and performed a system checkout. The imaging system then passed the system checkout and was found to be fully functional. The replaced fuses were discarded by the medtronic representative.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the fuses blew due to a bad wall outlet.